Manufacturer narrative:
Patient weight is not available for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 310.288, lot# 2513400. Manufacturing location: (B)(4), manufacturing date: jul 29, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2016 to treat a proximal humerus fracture. During the procedure while the surgeon was drilling for screw placement the 2.8 mm drill bit broke off in the patient. The fragment piece was not retrieved because the surgeon felt that it would cause further bone destruction. An x-ray taken at the time showed the fragment finding. Another drill bit was available for the surgeon to successfully complete the procedure. There was no surgical delay. The patient outcome was stable. Concomitant devices reported: screw (quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).